Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: quality coordinator. The actual device was returned for evaluation. Visual inspection revealed that the glue cone was intact, and there was still a piece of the cannula present in the hub. The cannula broke after administration of the vaccine. Thirteen retention samples of the reported lot number (1706031) were functionally tested for resistance to breakage of the cannula. All the samples were found to be within manufacturer specification. The remaining sixty-one retention samples were visually inspected; no deformities or damages were observed. A review of the batch record of the product code/lot number combination revealed no anomalies. During the needle assembly eight units were measured for cannula bonding once per shift, all functional results comply with the specification. As part of the final inspection process, thirteen units were measured for cannula bonding, and were within specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that accidental manipulation may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo europe n.v. (Manufacturer) registration no. 9681413 . Exemption number e2015027.

Event description:
The user facility reported that the that the involved k-pack cannula was detached from the hub of the needle during use. The patient was not harmed; no information was reported about patient harm. Additional information was received on april 4, 2019. The needle was used with a slip tip syringe. The vaccine was boostrix. The type of damage was detachment without breakage or cutting of the cannula. The injection was already performed; before the reported event occurred, the cannula detached after complete administration of the vaccine. It was reported that the user did not have the information in regards to whether the cannula detached while being in the patient or outside of the patient. It is unknown how the cannula was removed from the patient; if it was detached in the patient.